Event description:
Boston scientific received information that during a revision procedure for high threshold measurements on this right atrial (ra) lead, helix extension/retraction issues were noted. More than twelve turns were made with the fixation tool, likely faster than one turn per second. As a result, the ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead experienced issues with the threshold measurements and the helix extension/retraction. More than twelve turns were made with the fixation tool, likely faster than one turn per second. As a result, the ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.